Event description:
It was reported that, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing and low amplitudes. Upon review an untreated event with oversensing was found from one year ago. Technical services (ts) recommended to follow up the patient in the clinic and to perform a xray. This s-ICD remains in service. No adverse patient effects were reported.